Event description:
A vns programming physician in the (B)(6) reported to our country rep that dell x5 handheld computer battery depletes quickly. The programming system is used every 2 to 3 weeks and although left on charge, handheld battery depletes fairly quickly, sometime within the same clinic. Charging bar comes on normally on the user preferences screen. Good faith attempts are underway to see if the product is going to be returned for analysis.